Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer reported a bent cannula. Customer's blood glucose reading was 579 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.